Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula event and went to the emergency room (ER) on (B)(6) 2025. The issue occured with 2 infusion sets. The event occurred within three or more hours after insertion. The insertion site was upper buttocks. The infusion set was in use for six hours. The duration of hospitalization was for eight hours. The blood glucose level was 300-400 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin.the patient had ketones.the patient was released from the hospital on (B)(6) 2025. No further information available.